Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back and now there was water inside the battery compartment and now its giving an open book alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, customer alleged that there is a crack on the back of the case, there is water inside the battery compartment, and now its giving an open book alarm. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, faded serial number label, cracked keypad overlay, keypad overlay peeling, scratched case. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. The unit was received with bleeding in the left half of the lcd screen. Attempt to upload using thus was successful. The adapt tool was utilized to search for any pump errors that can trigger a critical pump errors (open book image) that may have occurred in the past. No triggering pump errors were found. The case was cut open. After visual inspection, there is corrosion in/around the following: battery board; pcba1--j7, j6, j4, u19, u24, edges of the lcd screen; lcd flex cable terminal. In summary, there is a crack on the back of the case as verified by visual inspection. Did not note any water inside the battery compartment or an open book alarm. On the other hand, there is bleeding in the left half of the lcd screen. This accompanied with the corrosion seen on some components of pcba1 suggest previous moisture presence inside the case of the unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.